Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 450 mg/dl. Customer stated that insulin pump had blank display and batteries are only lasting 4 or 5 days. Customer took a manual injection of 45 units. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not alleged insulin pump was under delivering. Customer stated the drive support cap appeared normal. The insulin pump will not be returned for analysis.